Event description:
The initial reporter received questionable hba1c results from two patient samples tested on the cobas c 303 analytical unit. Patient sample 1: the initial result is 8.9%. The repeat result is 5.89%. Patient sample 2: the initial result is 7.7%. The repeat result is 5.8%. The initial results were deemed pathological and were not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number and its expiration date were not provided. The field service engineer (fse) inspected the analyzer and found the main water pump pressure too high, causing an overflow during cell rinse. The fse readjusted the pressure and cell rinse levels and verified that the analyzer is performing according to specifications. The investigation determined that the service actions resolved the issue.